Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned, analyzed, and no anomalies were found. It was noted there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the right ventricular (rv) lead has had intermittent capture and rising threshold values since implant twelve days ago. The physician elected to explant and replace the lead rather than repositioning the lead. The patient is a participant in the (B)(4) post market study. No patient complications have been reported as a result of this event.